Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator delivered a potentially inappropriate shock due to incorrect interpretation of signal. The device was reprogrammed. The patient was stable.